Event description:
This is a spontaneous case report received from a health professional in (B)(6) on 15-apr-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted (lot number c12711). The health care professional reported that after essure introduction in the tube without any difficulty, the distal extremity broke, remaining inside the tube. No additional information was provided. Follow up information received on 24-apr-2015: clinical data referring to defect of essure micro-tube implant placed on (B)(6) 2015. Patient´s demographic information was provided. Easy insertion of hysteroscope, allowing the observation of a normal cervical canal, uterine cavity with no malformations, with visible tubal orifices. Easy insertion of essure in the right tubal orifice, placed according to technique as per guidelines. Essure (ref. (B)(4) lot c12711) was inserted with no difficulties and according to adequate technique in the left tubal orifice, but the rings haven't expanded. Device was removed from the fallopian tube and it was verified that a small part of the distal extremity was retained inside the tube, therefore leading to the assumption that it was broken during the procedure. A new essure was therefore inserted in that tube, with an easy insertion and that occurred with no incidents, having been placed according to the guidelines. During the procedure, patient did an anesthetic - fentanyl, propofol, dynastat (parecoxib), paracetamol. Anesthesia occurred with no complications, as well as recovery after the surgical procedure; patient was discharged from hospital, feeling well, with no complaints, being referred to the external consultation for follow-up. Patient was asymptomatic. Follow up information received on 30-apr-2015: (B)(4). Final assessment: failure mode/mechanism - the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 16-apr-2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up from 30-apr-2015: no new information. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 30-apr-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after essure introduction in the tube, the distal extremity broke, remaining inside the tube. This event, interpreted as device breakage, is non-serious and listed according to product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In the present case, limited information was provided; reporter mentioned that the breakage occurred after essure introduction in the fallopian tube. Since the breakage occurred in connection with essure insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.